Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300533m; serial# (B)(6); implanted on (B)(6) 2024; explanted on (B)(6) 2024; product type lead; product ID b3300533; serial# (B)(6); implanted on (B)(6) 2024; explanted on (B)(6) 2024; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there were no issues/no malfunction with the electrodes and they worked perfectly at all times. The issue was incorrect placement by the neurosurgeon and the electrodes were explanted on (B)(6).

Manufacturer narrative:
D10. Other relevant device(s) are: product ID: b3300533m, serial/lot #: (B)(6), ubd: 25-mar-2026, UDI #: (B)(4). Product ID: b3300533, serial/lot #: (B)(6), ubd: 13-sep-2024, UDI #: (B)(4). Product ID: b3300533m, serial/lot #: (B)(6), ubd: 12-apr-2026, UDI #: (B)(4). Product ID: b3300533, serial/lot #: (B)(6), ubd: 12-apr-2026, UDI #: (B)(4). Product ID: b3300533m, serial/lot #: (B)(6), ubd: 21-mar-2026, UDI #: (B)(4). Product ID: b3300533, serial/lot #: (B)(6), ubd: 21-mar-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was edema along the lead one week postoperatively, seen on an MRI due to malposition of the lead. There w ere no factors that may have led or contributed to the issue. The patient had no symptoms and did not require treatment for the edema. The issue was resolved. Additional information was received reporting that according to the healthcare provider (hcp), the cause of the malpositioned lead was not due to the dbs device, it was probably due to incorrect planning of the software or the frame system. A second operation was rescheduled and the first/old electrodes were removed and two new electrodes were implanted via a new drill hole, which fit very well.